Manufacturer narrative:
E1: (B)(6). One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found the device in good condition with no problems found. Error log review found next to none "high alarm displayed: downstream occlusion" reports. Functional test was performed, and pump was tested for downstream and upstream occlusion multiple times and no abnormalities were noticed. Dso occlusion alarm sounded around 16 to 17 psi, which was within limits. The reported problem was not replicated, and the case was unknown. Preventive service was performed. The device passed functional tests at the time of the investigation.

Event description:
It was reported that there was an interpretive occlusion. There was unknown patient involvement.